Manufacturer narrative:
Concomitant medical product: product ID: 39565-65, serial#: (B)(4). Implanted: (B)(6) 2014. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that at a reprogramming session the patient reported she fell a year ago, and her stimulation changed. An impedance check showed electrode 11 was >10,000 ohms. The rep was able to reprogram around the electrode that was out and get good coverage. The issue resolved.